Event description:
Boston scientific (formerly guidant) received info from the pt, that they received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted by the pt, that he had his endograft by-passed two years post implant. It was reported that the left side of the endograft twisted and obstructed blood flow. To date, no further adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, this event will be updated.